Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in an unknown sterilization pouch. The original packaging was not returned. The lot number cannot be determined. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was debris visible in the port and on the outer needle shaft. There was fluid in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were noted. A functional test was performed using a stellaris system. The cutter was partially clogged. In addition, the inner needle was binding up and blocking the port window, preventing cutting and aspiration.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(4) reported a vitrectomy cutter did not cut. It was replaced with another one. No patient injury reported.